Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. On (B)(6) 2020, the fse went onsite to replace the patient side manipulator (psm) with serial number: (B)(4). (Pn: 380900-10) for multiple error 1s; however, the replacement psm (pn: 380900-01) was dead-on-arrival (doa). On (B)(6) 2020, the fse replaced the psm. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received psm (s/n 33575; pn: 380900-10) for this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported non-recoverable error. Psm (s/n 33575) triggered error 1 during power up. The main wire harness and espm pca was replaced as a fix. Intuitive surgical, inc. (Isi) also received the first replacement psm (pn: 380900-01) that was doa. Errors 23020, 23034 and link down for psm (s/n 73214) were confirmed in the system logs but not reproduced. The psm (s/n (B)(4)) passed the sine cycle and test drive. However, friction readings along axis 1, 2 and 3 were out of spec. Axis 1 and 2 harmonic drives were replaced. Axis 3 brake was also replaced.

Event description:
It was reported that during a ventral hernia repair, the customer had repeated non-recoverable faults occurring on arm1 on the patient side cart (psc). The customer power cycled the system and the fault reoccurred each time and arm1 led was not lit. The technical support engineer (tse) viewed system logs and confirmed errors reported by arm1 indicating voltage errors, esii link down and switch faults. The tse recommended cycling the instrument clutch switch on arm1 and power cycling; customer reported the switch seemed normal when pressed. The system powered up and the non-recoverable errors reoccurred immediately. The tse then recommended disabling arm1 to complete power up; system completed power up with arm1 disabled and other arms functional. The surgeon converted procedure to laparoscopic rather than proceed without arm1.